Event description:
It was reported that this right ventricular (rv) lead was explanted due to patient systemic infection. A new lead was successfully implanted as replacement. No additional adverse patient effects were reported.